Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that there was a high pitch tone emitting from their insulin pump. The customer stated they have replaced the battery, but the constant tone persisted. The customer's blood glucose was unknown. The customer stated an alarm did not occur prior to the constant tone occuring. Customer's insulin pump became unresponsive as a result. The customer also reported their buttons were unresponsive. Customer was advised to disconnect from the insulin pump and revert to a back-up plan while their insulin pump was being replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.